Manufacturer narrative:
The mammtome revolve control module, serial number (B)(4), and a revolve st holster, serial number (B)(4), were received and analyzed. Both units were functionally tested and performed with no observed failures. All functional tests passed. Attempts to recreate the failure described in this report were unsuccessful. However, the investigation determined this is a fault mode identified in the risk management file that can occur if the tissue strips contained within the sample management system are not fully aligned or seated. The initial assessment of this event was deemed not reportable as a malfunction could not be confirmed. However, after further clinical review of this failure mode with devicor's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr 803 as a result of potential for serious injury should a malfunction be confirmed and the malfunction recur.

Event description:
It was reported by the sales rep that during the procedure, the system was not retrieving tissue samples. Used 4 probes, 4 specimen cups and 3 bags of saline. We tried adjusting vacuum and saline and nothing worked. It seemed as though the vacuum was sucking all saline out of bag and wouldn't adjust. Also, after the procedure, filtered canisters through coffee filters and retrieved multiple pieces of tissue and all the calcs that were in the breast. There were no calcs found in the little tissue that was collected in the specimen trays. No patient consequence.